Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized with peritonitis. There were no reported allegations that the event was related to the use of any fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing abdominal pain. As a result, on (B)(6) 2024, the patient was hospitalized with peritonitis. It was stated that the patient had a pd culture obtained which grew the bacteria serratia (species unknown). The patient was initiated on antibiotic therapy with vancomycin and gentamycin (dosing unknown) intra-peritoneal (ip). On (B)(6) 2024, the patient was discharged from the hospital continuing a 7-day course of oral antibiotics which have since been completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique/breach in infection control. The patient is recovering and continuing pd with the same cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized with peritonitis. There were no reported allegations that the event was related to the use of any fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing abdominal pain. As a result, on (B)(6) 2024, the patient was hospitalized with peritonitis. It was stated that the patient had a pd culture obtained which grew the bacteria serratia (species unknown). The patient was initiated on antibiotic therapy with vancomycin and gentamycin (dosing unknown) intra-peritoneal (ip). On (B)(6) 2024, the patient was discharged from the hospital continuing a 7-day course of oral antibiotics which have since been completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique/breach in infection control. The patient is recovering and continuing pd with the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably associated with a patient breach in aseptic technique/ infection control (a known risk factor).